Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been retained by the hospital and will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the circumflex artery that was heavily calcified. During advancement, the device failed to cross due to the anatomy and the xience sierra 2.5 x 15 mm stent dislodged but was snared and safely removed from the anatomy. Another same size device was used to complete the procedure. Although there was a delay in the procedure, it was not clinically significant. No additional information was provided.